Event description:
An initial MDR regarding this case was filed 17-apr-2025 (report number 3016798778-2025-00043). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0018690 (paired with pump utpm0023308) show that cassette problem, pump error, and excessive noise attention alarms were generated between 18 days and 1 day before the date of the complaint. During investigation, a test delivery was attempted, but a cassette problem alarm was generated during startup testing. Upon disassembly of the pump, evidence of fluid ingress was observed which was determined to be the cause of the alarms. Logs from remote utrm0018689 (paired with pump utpm0023307) show that cassette problem and occlusion alarms were generated between 6 days before and the date of the complaint. The logs leading up to the alarms are consistent with the pump being unable to move fluid forward. During investigation, a test delivery was attempted, but a cassette problem alarm was generated during startup testing. Upon disassembly of the pump, evidence of fluid ingress was observed which was determined to be the cause of the alarms. Both systems met specifications as they alarmed as designed to inform the user of the problem.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 18-mar-2025 and forwarded to millyard advanced medical products, llc on 19-mar-2025. The rn reported the patient was admitted the previous night due to problems with his system. The pump indicated a cassette problem, so the patient's mother switched to the backup pump, but the issue was not resolved. The mother was then able to get the pump working, but the issue recurred. The patient is currently in the hospital receiving remodulin treatment. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.